Event description:
A customer reported encountering a cgm error 42 multiple times on their pump. There was no adverse impact to the customer's blood glucose level. Customer support decided to replace the pump under warranty and instructed the customer on how to put the pump into storage mode before returning it. The customer was informed to return the faulty pump using a provided pre-paid label within 10 days and acknowledged all instructions.